Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Visual inspection did not identify any abnormalities that could have contributed to the condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Nothing was found that could have caused or contributed to the reported event. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 109 (night drain #9) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The caregiver planned to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.